Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of six medwatch reports being submitted as six separate pt events were reported by the surgeon. See 2210968-2007-00324, 2210968-2007-00325, 2210968-2007-00326, 2210968-2007-00327, 2210968-2007-00328 and 2210968-2007-00329 for the other medwatch reports.

Event description:
In the past 2 months reporter states that he has had six pts diagnosed with wound infections and feels it must be the result of the suture materials. He states he has been doing these surgeries well over 15 yrs and this is the first time that there have been so many infections. He's used this suture material in the past and the wound is healed within a week. Now the wounds fall apart after a week and he's been treating the infections empirically with antibiotics for approx 3 weeks. No cultures were taken but the dr is convinced that its the suture that's the source of these infections. Following antibiotic treatment, the dr is having to re-suture the wound.